Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had two motor error alarms and the display went blank. Blood glucose level at the time of the incident was between 300 and 400 mg/dl. The customer stated that the insulin pump may have been exposed to moisture. The insulin pump's alarm history showed that a battery out limit, a bad battery alert, two motor error alarms and two no delivery alarms had occurred. The customer was advised that the insulin pump should be replaced but declined and stated that he had another insulin pump to use. The insulin pump was not replaced or returned for analysis.